Manufacturer narrative:
(B)(4). The mitraclip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and intervention. It was reported that the patient presented with grade 4 mixed mitral regurgitation (mr). One mitraclip was implanted without issue; however, post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). As treatment, two additional clips were successfully implanted without issues, reducing mr to grade 3. There was no reported adverse patient sequela or a clinically significant in procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device malfunction (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.